Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer reported the battery dropped from 55% to 15%. The customer's blood glucose was 242 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.